Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A philips bench technician reported that the heartstart mrx defibrillator showed an ECG malfunction. There was no patient involvement.